Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead could not be fixed. The lead was not implanted and was replaced.